Event description:
Richard wolf item number: 8393933, laparoscopic sheath. Two of these items from manufacturer are the issue. Item number 1 has a spot in lumen upon initial borescope inspection prior to processing. Item number 2, lumen was clear upon initial borescope inspection however, borescope lumen inspection after initial decontamination processing - according to the manufacturer's instructions for use - showed rusted areas. (B)(6). Reference report: mw5163727.